Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Intracondylar detachment of the femur from the optistem stem cone. [Customer]

Event description:
Intracondylar detachment of the femur from the optistem stem cone. [Customer]

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.